Event description:
It was initially reported that there were coupling issues between the implantable neurostimulator (ins) and the recharger unit. It was noted that these issues were recurring as the patient had a history of the ins flipping and it was possible it was flipped again (but not confirmed at this time). They were only able to get 2 coupling bars and got no communication with the ins. Additional information received on (B)(6) 2011 reported that the ins was confirmed to be flipped and was noted to have flipped 3 times. It was reported that the first flip occurrence was corrected surgically while the other 2 occurrences it was flipped back from outside of their body. Additional information received on (B)(6) 2011 reported that the ins had flipped ¿multiple times for months¿ after initial implantation and the patient thought it was because, the previous device was larger which meant that the pocket was larger than the new device required. The patient stated that they believed the ins had gradually moved closer to the sacrum. Follow up information received on (B)(6) 2011 reported that the patient still had concerns with their device therapy but was working with their physician and manufacturer¿s representative. The patient noted that they have had several appointments with them. Follow up information received on (B)(6) 2013 from the healthcare professional (hcp) reported that reprogramming was performed on (B)(6) 2012. It was also reported that the device had moved over a 5 year period and impinged on the sacral bone when the patient would lie on their side. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3999 lot# j0537673v, implanted: 2005 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).